Event description:
There was an allegation of questionable elecsys hcg+beta results from the cobas e411 disk analyzer. The initial result was 0.761 miu/ml. The repeat result was greater than 10000 miu/ml. With a 1:50 dilution, the result was 17033 miu/ml.

Manufacturer narrative:
The reagent lot number was 797723. The expiration date was not provided. The field service engineer found the liquid level detection (lld) voltage was high and he adjusted the voltage. The investigation determined the service actions resolved the issue.